Event description:
The customer reported that a technologist received a needle stick while using a syringe to remove vitros liquid performance verifier (lpv) ii from the bottle. This event constitutes biohazard exposure as there is not complete assurance that infectious agents are absent. (B) (4).

Manufacturer narrative:
The vitros lpv ii instructions for use state: "vitros liquid performance verifier is prepared from processed water to which purified human protein, electrolytes, preservatives, stabilizers, a polymer, and other organic analytes have been added. Warning: handle as if capable of transmitting disease. This product is prepared from human components. Each donor unit used in the preparation of the product has been tested and found to be nonreactive for (B)(6), antibody to (B)(6), and antibody to (B)(6) using FDA approved methods. However, since no test can offer complete assurance that infectious agents are absent, this product should be handled following the recommendations made in (B)(6) guideline m291 or other published biohazard safety guidelines. This product should be handled using the same precautions as with any other blood or blood-derived product." Personal protective equipment (safety glasses and gloves) was being worn at the time of the event. The root cause of this event is user error.